Event description:
Caller reported that t: slim x2 pump battery would not charge despite using tandem charging cable and trying different wall adapters and charging cables. There was no adverse impact to the customer¿s blood glucose level. Customer was advised to use manual insulin delivery method to ensure insulin delivery was not interrupted and acknowledged steps to take upon receiving replacement pump, which was sent by tandem technical support; problematic pump was to be returned using pre-paid shipping label.